Manufacturer narrative:
This follow-up report is being submitted to correct the following sections: d1 brand name: 3m¿ bair hugger¿ warming unit to 3m¿ bair hugger® patient warming unit d3 manufacturer name, city and state: 3m health care to 3m company d4 model #: 775 to 77500 d4 catalog #: blank to 77500 d4 unique identifier (UDI) #: (B)(4) to ni.

Event description:
A hospital reported a child underwent a coarctation aorta dilatation by balloon kit with stent placement, and subsequently experienced a complete left buttock 2nd degree burn that extended to the bottom of the right ribs during use of the 3m¿ bair hugger¿ warming unit, model 775.

Manufacturer narrative:
E2-e3: it is unknown if the reporter is a health professional. D4: serial number: not available. H4: manufacture date: not available. H10: product sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to definitively determine the root cause. The device labeling shall be reviewed for important contraindications, warnings, and cautions.